Manufacturer narrative:
The vyaire failure service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue due to a severe damaged screen. The screen was found to have severe scratches, broken inserts and ripped lcd optical cable.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen goes blank after running for a short period of time. The customer stated there was no patient involvement associated with this event.